Event description:
During a loop excision, the loop electrode stopped cutting midway through the tissue. Patient was sent to the ER for suturing.

Manufacturer narrative:
Unit was tested and found to be within specification. The electrode may have stopped cutting due to a loose connection between the electrode and hand piece or a decrease in pressure exerted to the foot pedal.